Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. A pericardial contrast injection was performed during the transseptal puncture. A second transseptal puncture was done with the assist of echocardiography. After finishing collecting geometry, a blood pressure decrease from systolic of 120 to a systolic of 40 was observed. The procedure was stopped and an echocardiogram was done which confirmed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. There were no reported performance issues with any abbott device.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
This report includes updated device model information.

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
FDA request to update device model information and corrected reportable aware date. Follow up report required.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.